Event description:
The customer was hospitalized for high blood glucose. The customer stated that the basal rates cleared out. Troubleshooting was performed. The programming and histories in the pump were accurate.